Manufacturer narrative:
Device passed the displacement test. Hardware low level failures alarm, variable three, alarmed during self test and was confirmed in device history file due to cold solder joint at keypad assembly. No unexpected the critical block and inverse critical block did not add to zero error or the motor arm cannot communicate with the main arm alarms during testing however, the critical block and inverse critical block did not add to zero alarm, and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. Device received with scratched case, pillowing keypad overlay, stained keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer¿s father reported via phone call that insulin pump alarmed for multiple pump errors like hardware low level failure, the motor arm cannot communicate with the main arm and the critical block, inverse critical block did not add to zero. Customer performed self test and test did not pass. Insulin pump alarmed during self test. Customer¿s blood glucose was 17.5mmol/l at time of incident. Insulin pump will be return for analysis.